Manufacturer narrative:
The customer was hospitalized for alleged high bgs (hypoglycemia), possible over delivery anomaly, insulin flow blocked alarm/no delivery alarm and keypad unresponsive/stuck button alarm on (B)(6) 2023 on primary svn: (B)(4). On svn: (B)(4) the customer was hospitalized for alleged high bgs (hypoglycemia), possible over delivery anomaly, insulin flow blocked alarm/no delivery alarm and keypad unresponsive/stuck button alarm on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible over delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. All buttons responded properly during testing. No keypad unresponsive noted. No stuck button alarm noted during testing. Keypad unresponsive/button error alarm/stuck button alarm/stuck key alarm not confirmed. No damage noted on the keypad traces under the keypad dome switches. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at corner of the belt clip rail, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 27-aug-2023 in the pump history file for the primary svn: (B)(4) and the secondary svn: (B)(6). On (B)(6) 2023 06:50:59.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 9. Bolus amount delivered = 9. On (B)(6) 2023 08:48:51.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 6.3. Bolus amount delivered = 6.3. On (B)(6) 2023 08:49:39.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 2.6. Bolus amount delivered = 2.6. On (B)(6) 2023 09:56:32.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3. Bolus amount delivered = 3. On (B)(6) 2023 09:57:21.000 normal bolus delivered. Bolus programming method = manual bolus. Normal bolus amount programmed = 1. Bolus amount delivered = 1. On (B)(6) 2023 10:58:43.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 1.5. Bolus amount delivered = 1.5. On (B)(6) 2023 23:57:03.000 normal bolus delivered. Bolus programming method = bolus wizard. Normal bolus amount programmed = 3. Bolus amount delivered = 3. Please see below for the daily total of all insulin delivered on the event date 27-aug-2023 in the pump history file for the primary svn: (B)(6) and the secondary svn: (B)(6). On (B)(6) 2023 00:00:00.000 daily totals. Daily total collection start time= on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered = 37.7. Daily total of basal insulin delivered = 11.3. Daily total of bolus insulin delivered = 26.4. There was no auto suspend (12) alarm noted in the pump history file for the primary svn: (B)(6) and the secondary svn: (B)(6). Please see below for the user suspended alarm listed on the event date 27-aug-2023 in the pump history file for the primary svn: (B)(6) and the secondary svn: (B)(6). On (B)(6) 2023 02:08:47.000 insulin delivery stopped. System time= on (B)(6) 2023 02:08:47.000. Reason for insulin delivery suspension = user suspended. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 27-aug-2023 in the pump history file for the primary svn: (B)(6) and the secondary svn: (B)(6). There were no stuck button alarm noted 1 week prior to the event date 27-aug-2023 in the pump history file for the primary svn: (B)(6) and the secondary svn: (B)(6). The pump passed the functional testing. Unable to confirm alleged high bgs (hypoglycemia). Possible over delivery anomaly not confirmed. Insulin flow blocked alarm/no delivery alarm not confirmed. Keypad unresponsive/stuck button alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b3 and b5 with this report.

Event description:
The customer called for an issue not covered by existing trouble shooting guides. Refer to the event description for more details. Customer reported low bgs. Customer has been using the insulin pump system within 48hrs of reported low bg event.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to an unknown event and reported no delivery alarm and button unresponsive. The customer experienced hypoglycemia and was treated with food. Troubleshooting was performed. The customer was using the insulin pump within 48 hours of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the insulin pump. The insulin pump will be returned for analysis.